Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a bolus. The customer's mother stated their insulin pump showed insulin had not been delivered since the night before. Customer's blood glucose was 200 mg/dl. The mother attributed the customer's high blood glucose to the no delivery alarms. It was also found the customer was experiencing several low blood glucose event. The mother also stated the alarm was resolved with an infusion set change. Customer was advised to monitor their blood glucose.